Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned device was consisted of a sterling catheter was received inside a sterling shelf box that matched the information on the device. Magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via right femoral artery with 6f sheath. The 95% stenosed target lesion was located in the calcified and moderately tortuous left popliteal artery. A .014 non-bsc guidewire crossed the lesion. A 3.0mmx60mmx135cm (4f) sterling balloon dilatation catheter was then advanced and upon inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with a 3.00x15mm peripheral cutting balloon. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via right femoral artery with 6f sheath. The 95% stenosed target lesion was located in the calcified and moderately tortuous left popliteal artery. A .014 non-bsc guidewire crossed the lesion. A 3.0mmx60mmx135cm (4f) sterling balloon dilatation catheter was then advanced and upon inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with a 3.00x15mm peripheral cutting balloon. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).